Event description:
It was reported that balloon rupture occurred. The patient presented with arterial stenosis. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 9.0 x 20, 135cm mustang balloon catheter was advanced for dilation. However, during fourth inflation at 16 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient condition was good.